Manufacturer narrative:
The scope will not be returned to olympus for evaluation. Reportedly the site manually inspected the scope and found no sharp edges that would have contributed to the three patient¿s outcome and there were no alleged malfunctions with the scope. The most likely cause of the reported event is excessive force being applied to a sharp object. Do not use the endoscope if the markings are not clearly visible. If the operator is uncertain of the flexibility of the insertion section, insertion and manipulation of the endoscope may cause patient pain, injury, bleeding, and/or perforation.

Event description:
Olympus was informed that the second of three patients that underwent an unspecified diagnostic procedure using a colonovideoscope sustained a perforation to the colon. It was reported that there was no bleeding observed. There was no x-ray performed. The patient was transferred in stable condition to the hospital or for surgical repair. Additionally, it was reported that the scope and video processor were inspected and tested prior to the procedure with no anomalies found. This is report 2 of 3.